Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation stryker observed that the device doesn't turn on when lid opened. In this state, the device may not be able to provide defibrillation therapy, if it were needed. There was no report of patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product analyses center (pac) and observed that the device doesn't turn on when lid opened. The cause of the reported issue was isolated to the faulty reed switch sw5. The customer has been provided with the replacement device. The customer's device was archived by stryker.